Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was ventricular assist device (vad) driveline sheath damage. The damage was observed to be a crack in the sheath near the strain relief, which was attributed to wear and tear over time. It was observed that the crack had been covered with a temporary bandage and adhesive tape. Driveline sheath repair servicing was completed. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of a self-repair and a crack in the outer sheath, near the strain relief. Visual evidence provided by the site also revealed discoloration of the outer sheath and damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported driveline outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the self-repair event can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.